Manufacturer narrative:
The insulin pump passed the reset error test with no unexpected alarms. The insulin pump had intermittent button response due to corroded keypad traces. However, no button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer stated that the pump also had a button error alarm. Customer's blood glucose level at the time of the incident was 9.0 mmol/l. Alarms occurred during customer's basal. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.